Event description:
It was reported that the catheter was not draining and urine was leaking around it.

Manufacturer narrative:
The home care nurse inserted the catheter at a regularly scheduled monthly catheter change and received a small urine return. She went back the following day due to a report of no urine output and leakage around the catheter. A new catheter was inserted with minimal urine return. The clarity and consistency of the urine is not known due to the minimal return. The patient was sent to the ER. Another catheter was inserted and the patient was admitted for a urinary tract infection. She was treated with antibiotics. The catheter was not returned for evaluation. No lot number was reported. The patient has a history of recurrent urinary tract infections. We have not determined what role the catheter played in the reported incident. A root cause has not been determined. However, due to the reported intervention and in an abundance of caution, this medwatch is being filed.